Event description:
The customer reported having high blood glucose of 405mg/dl, and her blood glucose was treated with a manual injection. Troubleshooting was performed. The caller stated that the battery cap is tied. The customer mentioned that the insulin pump alarmed and the drive support cap was flush. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.